Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was 332mg/dl. Customer was assisted in performing self test and the pump did not beep during the tone test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed rewind test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken black wire. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.